Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. Technical services discussed some programming options. The sicd system was abandoned and replaced with a transvenous system. There were no additional adverse patient effects.